Event description:
It was reported that there was downstream occlusion seal degradation found before the infusion. This issue was not related to physical damage or abuse. There was no delay of therapy. There was no reported customer damage. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed downstream occlusion (dso) seal degradation, upstream occlusion (uso) seal worn, and spring contact corroded. Event history log review was not applicable. Functional testing was able to verify the reported issue. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.